Event description:
A malfunction was reported, displaying a malfunction code with resettable status. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code recurred.